Event description:
It was reported the customer had differences between sensor glucose 40mg/dl and blood glucose 188mg/dl readings. Customer stated receiving threshold suspends and blood glucose is not low. Customer stated the insulin pump was working well prior to the weak signal and sensor error. Advised to remove the sensor and customer stated the sensor cannula was bent. The blood glucose reading was 188mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.